Manufacturer narrative:
Concomitant medical products: 5071-53, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Noise was observed on electrograms (egm). The high voltage portion of the lead was capped and replaced. The pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5071-53, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. Noise was observed on electrograms (egm). The high voltage portion of the lead was capped and replaced. The pace/sense portion of the lead remains in use. No patient complications have been reported as a result of this event.